Event description:
It was further reported that during the index procedure, source notes indicated that "with initial balloon inflation, there was transient slow flow throughout the vessel system with some evident side branch cutoff." The patient was treated medically. Post index procedure, the patient experienced chest pain and elevated cardiac enzymes consistent with myocardial infarction. The event was considered resolved without residual effects.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier : (B)(6). Device is a combination product. Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). Same case as: 2134265-2010-04258. It was reported that post a coronary stenting treatment procedure, the stent was under expanded. The target lesion being treated was located in the proximal to mid right coronary artery(rca). The lesion was 90% stenosed, 4.0mm in diameter and 24mm long. The lesion was treated with predilation and placement of overlapping 4.0x16mm and 3.5x24mm taxus liberte stents. During the procedure, post deployment intravascular ultrasound(ivus) was used which noted stent under-expansion. Post dilation was performed with a non-complaint balloon. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel.